Manufacturer narrative:
We have received the complaint device for evaluation. The applier had 10 clips on it. When we fired the first 5 clips, it released properly from the applier. However, out of the first 5 fired clips, 2 of them failed the clip gap specification of 0.001". We observed the clips properly aligned at the tip of the jaw. When we released some clips on the test fixture, it hold the test fixture properly. Based on our device investigation, the root cause is attributed to an assembly error. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. A total of (B)(4) units were manufactured under this lot. We have sold all of those (B)(4) units. We have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident.

Event description:
Surgeon deployed the clips and the clips did not close. The first several clips worked and then it didn't hold. Surgeon was using the clips on a neuro case.